Event description:
It was reported that this right ventricular (rv) lead impedance had gradually increase and had reached out of range measurements. Technical services (ts) was consulted and recommended evaluation options. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead impedance had gradually increase and had reached out of range measurements. Technical services (ts) was consulted and recommended evaluation options. This rv lead remains in service. No adverse patient effects were reported. Additional information was received, and a defibrillation threshold (dft) test was performed in which the lead showed within range measurements. The issue was resolved by replacing the generator. No additional adverse patient effects were reported.